Event description:
Reporter indicated that pt began to experience painful and erratic stimulation. Swiping the magnet seemed to help, but holding the magnet over the device did not stop stimulation. Pt also suffers from severe hoarseness during the episodes.